Event description:
Customer initially reports they had a burned cable (third - cable not by integra) and mirror was dislodged (B)(6) 2014 biomedical person reports the 00mlx was connected on (B)(6) 2014 to a sunoptics cable eq-bls5p090 before the case started and a burning plastic smell and smoke was noted. Cable was burned at the end that connects to 00mlx. Equipment removed and replaced immediately. No harm done (slee).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.